Event description:
The customer obtained one (1) erroneously elevated sodium (na) result for one patient, involving the unicel dxc 600i synchron access clinical system. The customer repeated the sample and obtained a lower na result within the normal reference range for the patient . The erroneously elevated na result was reported outside the laboratory. There was no change or affect to patient treatment in connection with this event. Quality control was within laboratory's established ranges on the day of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument. The field service engineer replaced the carbon bridge to resolve the issue and verified instrument operation.